Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer needed assistance changing the maximum bolus amount in the insulin pump to 20 units. The customer's blood glucose was 18 mmol/l. The customer stated that they went to bed, the night prior to the call, without the insulin pump on. The customer report that they had accidentally delivered 34 units of insulin, and their blood glucose had been 3.3 mmol/l, then went down to 2.8 mmol/l, whilst on the call. The customer had pressed suspend, but they were not sure if they were too late. In the bolus history and on the screen, it showed as delivered. The customer had treated with a drink and there were about to have dinner. The customer was not feeling low and did not have symptoms. The following day, a call back was made, and the customer's blood glucose was 2.7 mmol/l. The customer was told to call the hospital or an ambulance, but the customer stated that they were going to take glucagel. Nothing further was reported.